Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B)(4).

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter displayed inaccurate results compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The reporter claimed that despite changing the battery on her meter about a week prior to contacting lfs, she is consistently getting the battery indicator symbol telling her that the battery is dead. She reported that also for about a week prior to contacting lfs she had obtained alleged inaccurate results of "200, 150, 190, 186 and 315 mg/dl" on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with insulin which she self-adjusts. She reported that after obtaining the alleged inaccurate results, she had consumed less food/drink. She reported that on (B)(6), she tested in the morning because she felt "shaky, headachy, sweaty, and had blurred vision". The result she obtained was not provided. The patient reported that on (B)(6) 2016 at 8:30 am she called her doctor who advised her to get 2 weeks of readings in order to see if she needs an insulin adjustment. She denied checking her blood glucose levels using any other device. No other treatment or medical intervention was specified. During troubleshooting, the cca established that the patient's test strips were within expiry date and had been stored correctly and the meter was set to the correct unit of measure. However, the patient did not have control solution available to test the meter and test strips. The patient's products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate readings on the subject meter, administered less food and drink based on the alleged results, and reportedly developed symptoms suggestive of severe hypoglycemia, after the alleged meter issue began.